Event description:
Vacuum assisted delivery full term. Pt delivered with large cephalahematoma left side of forehead with small abrasion. Topical antibiotic only treatment. Pt did well and was discharged with parent on day 3.